Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute onyx drug eluting stents were used to treat a non-tortuous, non-calcified lesion in the mid-proximal mammary graft in a diagnostic catheterization procedure. It was stated that the internal mammary artery had diagnostic catheter induced ostial dissection. The dissection was caused by a non-medtronic diagnostic catheter. The devices were inspected prior to use with no issues. The lesion was pre-dilated. After a 2.5 x 38mm resolute onyx (lot# 00098683357) was successfully deployed at 12 atm for 25 seconds in the left internal mammary artery, a perforation was noted in the vessel at the distal edge of the stent and was sealed with balloon inflation. The perforation was stated to be caused by the ronyx25038ux device (lot# 00098683357). A second resolute onyx device (2.25 x 38mm) was attempted but was unable to be delivered and when removing the stent delivery system it was noted that the stent had dislodged and was still inside the left internal mammary artery. The 2.25 x 38 mm resolute onyx stent was successfully removed using a snare. A 2.0 x 30mm resolute onyx (lot # 0009284573) was attempted but failed to cross and was removed without difficulty. Two non-medtronic balloon catheters were attempted, but also failed to cross. An attempt was made to deliver the 2.0 x 30mm resolute onyx (lot # 0009284573) but failed. The physician changed out to a non-medtronic guidewire and 6f guideliner, and a non-medtronic balloon was inflated twice at 6 atms for 10 seconds. Two non-medtronic stents and a 2.5 x 15mm resolute onyx (lot # 0009125463) were inserted into the left internal mammary artery - left anterior descending artery and deployed at 12 atm. The patient was noted to have several perforations in the left internal mammary artery graft and these were sealed with three non-medtronic stents. Angiography confirmed adequate sealing of the perforations post deployment of the non-medtronic stents. The patient was discharged to the ICU in a stable condition.

Manufacturer narrative:
Lot number of the dislodged resolute onyx is 0009683557 clarification given that one resolute onyx lot 0009683557 was deployed and one resolute onyx of the same lot was subsequently attempted to be used, failed to cross the lesion and dislodged. There was no damage noted to the previously implanted resolute onyx lot 0009683357 as a result of the dislodgement of the other resolute onyx of the same lot. Correction: the resolute onyx that dislodged did pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. Only one resolute onyx lot 0009284573 failed to cross the lesion and not two as was previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that no additional perforations were noted after the first perforation with ronyx25038ux device (lot# 00098683357). If information is provided in the future, a supplemental report will be issued.